Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported a "message device problem? Appeared" for the device. There was no report of pt involvement.